Event description:
It was reported that during preparation for a holmium laser lithotripsy procedure, there was found black spot in the fiber. The procedure was completed with another of same device. The patient was stable following the procedure. After that, the product was returned for analysis and the investigation determined that the distorted light exiting the connector can be a result of an internal connector fracture.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection did not find visible defects and microscopic inspection of the fiber tip indicated it was degraded, due to usage. Functional testing identified the light was not exiting the connector face, indicating an internal connector fractured. Although based on these observations, the reported event is confirmed. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed. Since an expected or random component failure was identified without any design or manufacturing issue, a conclusion code of cause traced to component failure was assigned to this investigation.